Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the following additional information via follow up: there were no reports of the instrument being damaged or having any issues during its last use. The instrument was processed using the standard protocol, with no issues.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during central processing, the customer conducted an inspection and observed an alleged "partial detachment" on the force bipolar instrument. The location of the damage was not specified. No patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have one (1) bent grip at the base, causing them to be misaligned. The grips were not found to be cracked. The complaint was confirmed by failure analysis.